Event description:
When the surgeon was placing an anterior cervical screw in patient with the screw driver, the tip of the screw driver broke off. The tip was suctioned up by the surgical assistant. The suctioned piece and the screw driver were handed off the field. The rest of the procedure continued without incident. The screw driver was taken by the rep back to stryker. The piece recovered has been sequestered.